Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was noted that the patient had ventricular tachycardia (vt) with far r oversensing. The implantable cardioverter defibrillator (ICD) was over-sensing far r-waves which inhibited therapy for the patient's vt as the device interpreted it as supraventricular tachycardia (svt) . The device was reprogrammed. The patient was stable.